Event description:
Addendum dec 5, 2022: when event occurred is not known, but there was no patient involvement. It is not known if the device was inspected prior to issue being noted.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Event date is unknown. Information on the devices used in conjunction with the device at the time of the event is not available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, an, a specific root cause could not be identified. However, it is probable that the loss of image was caused by the failure of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image. The entire screen became black. The video cable was found to be crushed. Other observations for the device are: curved pipe blade is broken; distal end rubber coating (a-rubber) has a scratch; scratches are found on operation part, grip, up/down plate, right/left plate, switch (sw) sw1, video cable and video cable oredome, light guide (lg) connector, lg cover glass, video connector case, and up/down angle fixing lever; and display of lg connector is incorrect. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device yielded no image. There is no harm to any patient or persons.